Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent/flickering image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the scope communication error message was an electrical component failure. The most likely cause of the intermittent and flickering image was fluid inside the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error message. There were no reports of patient harm.